Event description:
As reported by the edwards field clinical specialist, one day after the transcatheter aortic valve replacement (tavr) procedure transesophageal echocardiogram (tee) showed the 26mm sapien valve had migrated towards the ventricle. The physicians decided to send the patient to open heart surgery. Per report, the perceived root cause of this event was that the patient's annulus was larger than originally thought. The clinical specialist has confirmed this patient is doing fine post surgical valve replacement. This patient's annulus diameter measured 25-26mm per tee. There was moderate native valve/leaflet calcification and no aortic root calcification. There was mild ventricular septal hypertrophy and no mitral annular calcification. The sinus of valsalva diameter was 32mm and sinotubular junction diameter was 26mm. The 26mm sapien transcatheter heart valve was prepped in normal fashion with 22cc in the inflation device. Pre-deployment valve position was 50:50 within the annulus; the final valve position was 60:40 aortic. Coaxial alignment of the delivery system and the valve were described as good. The image intensifier angle was adequate. Ventilation was held during deployment of the valve. There was no loss of pacing capture during deployment. Post tavr the patient was transferred to the ICU in stable condition. Per additional information received from the clinical specialist the valve was purposely deployed in a 60:40 position.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, device malposition and aortic insufficiency. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during predilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification. A too high (aortic) implantation can result in an impingement of the coronary ostia or embolization of the prosthesis into the ascending aorta. In this case, a combination of patient and procedural factors appear to have contributed to this event. Per the physician's report, the patient's annulus was larger than originally assessed and there was moderate valve/leaflet calcification with no root calcification. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.